Event description:
Ts noted that upon review of the data, coupled with the result of 1.1j shock where a normal shock value was noted, ts would advise to continue routine follow-up as a lead revision does not appear to be warranted as there are no other indicators of compromised lead performance.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal follow up high out of range shock impedance measurements were noted when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. All other measurements were stable. A 1.1 j synchronous shock was done which showed a normal shock value. The data was sent to boston scientific technical services (ts) for review. No additional adverse patient effects were reported.